Event description:
Procedure: vats. According to the reporter: upon firing on the bronchial tube, the knife pushed the tissue out of the jaws and the tissue was not cut properly. The tissue was excised with a new cartridge. There was no excessive bleeding, there was tissue damage. No unanticipated tissue loss. Nothing fell into cavity. The operation time was not extended. No information about the use of reinforcement material was provided. A fragment (looked like tissue or part of device) with staples sticking was found stuck in the jaws.

Manufacturer narrative:
(B)(4).